Manufacturer narrative:
The association between coopervision lenses and the event is unconfirmed.

Event description:
The patient states he had been experiencing blurred and decreased vision and sought medical treatment on (B)(6) 2017. The patient alleges he was diagnosed with a corneal ulcer in the right (od) eye and was prescribed vigamox and prednisone. Good faith efforts have been made to obtain additional medical information without success, additional information is unknown. This event is being reported due to incomplete diagnosis, lack of medical information, and unknown resolution.